Event description:
Five fr daig sheath sheared in left femoral artery, leaving tip end in patient. Prior to removal of sheath a "starclose" device was inserted with the "j" wire in to the sheath to close the artery. Upon pulling the sheath back over the wire, the sheath sheared in two pieces. The distal aspect with hub came out leaving the proximal tip in the patient artery. Pt transported to or where tip was removed. Pt had a starclose device inserted in left common femoral artery in 2006. When removing the sheared off tip the starclose device was removed. It was straightened out from the original circular formation. Possibly sheath got caught on starclose but unsure if sheath had a defect either. Dates of use: 2009. Diagnosis: vascular access.